Manufacturer narrative:
Pump passed the prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube and reservoir tube lip.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 574 mg/dl. Customer reported that with previous no delivery alarms, it was found that cannula was bent. During troubleshooting for current no delivery alarms customer reported of trying all remedies of clearing no delivery alarms. Customer was advised that insulin pump would need to be replaced.